Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information in relation to a dreamstation bipap auto. There was no report of serious or permanent harm or injury. The device was returned to a third-party service center for evaluation. The third-party service center visually inspected the device. During evaluation, the power connector of the unit was corroded, and the unit cannot be powered on in order to be able to collect the error code. In addition, dust/dirt contamination, corrosion on metallic surface were found. This incident has been deemed reportable due to the corrosion found on the power connector and the device was scrapped. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.